Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture and capsular contracture.

Event description:
Brazil. Allegedly, a patient who underwent a breast surgery augmentation on (B)(6) 2018, had an ultrasound that reveals an intracapsular rupture and a extensive capsular contracture on her right breast ((B)(6)). Explant surgery is scheduled.